Event description:
It was reported that the ventilator displayed raised o2-concentration values while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported alarms for high oxygen concentration were not reproduced during the test of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation or during tests in the production test system. The failure was confirmed in received device logs. If this failure happens during ventilation, the patient may receive a higher amount of oxygen in the gas mixture than expected. A higher flow and pressure may also be generated. We have not been able to reproduce the reported problem, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).